Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the physician experienced difficulty inserting this df4 lead into another manufacturer's df4 device. It was noted that the white band on the terminal pin appeared to not fit into the header of the other manufacturer's device. After using force to attempt to insert the lead, the white portion became bent and there was further concern over other damage. The other manufacturer's device was attempted and not implanted. This right ventricular (rv) lead was implanted with a boston scientific df4 device. Boston scientific technical services (ts) and engineering requested an x-ray of the lead in order to ensure the integrity of the lead. To date, no further information has been received and the rv lead remains implanted.